Manufacturer narrative:
(B)(4). Should additional information be received then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device for evaluation. The business distributer confirmed the pressure transducer drifted out of calibration range. The device is pending hardware replacement prior to return for further evaluation.

Event description:
The customer reported the device alarms with visual displays "extended high peak and circuit occlusion" on ventilator start up. The customer reports the pressure transducer calibration failed during calibration attempts. No reported patient involvement or harm.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.